Event description:
A confirmed motor stall alarm and noted stall in event logs with no motor stall recovery was reported. Motor stall was caused by patient having MRI. Patient had two mris as of the date of this report following which the pump was read and noted to be stalled. The pump was updated they thought pump recovered but 1 hour later pump stalled again. Pump logs showed motor stall recovery at 12:26 and the updates at 13:22 and 15:56. Patient was currently on saline because she was trying to determine if she wanted to continue the therapy. Alarm was set for every 10 min and they were to silence the alarm and have patient come back tomorrow to check for the recovery. Patient had not visited the next day. No further information was available

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).